Manufacturer narrative:
The device is expected to be returned to the manufacturer for investigation. The investigation is not complete.

Event description:
The event involved a transpac IV monitoring kit that snapped while being attached to a baby in (B)(6) 2018. It was further described that the pressure tubing fell apart from the female luer. The device was used with heparin saline that was leaking from the tubing. There was patient involvement, but no serious injury or harm as a result of the event.

Manufacturer narrative:
H10: the reported event of tubing separation was confirmed during the manufacturer investigation. The returned, used, samples appeared to have insufficient solvent at the bond location. The probable cause for the separation was found to be a manual manufacturing process error during bonding. D10: 11/13/2018.